Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on november 7, 2018, it was reported that the device was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs were bending, and the pins were very hard to open. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on december 3, 2018 revealed that the comb and roller were damaged. The calibration was out of specifications but the device produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 3, 2018 which included replacement of the roller and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb and roller were damaged. The device was also outside of calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb and roller were damaged. The device was also outside of calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
Per follow up with customer, event did not cause a surgical delay as previously reported.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is in process of being returned for evaluation. Once the evaluation and investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs were bending, pins were very hard to open. The event occurred during surgery. There was no harm and there was a delay to get new mesher and more cadaver skin. No additional adverse events were reported.